Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issues. Stryker determined that the cause of the observed issue of the device unable to deliver defibrillation therapy was due to the white energy capacitor wire. The wire had become disconnected from the spade connector, designator j18. Stryker determined that the cause of the missing magnet was due to bent and torn magnet retaining clips. The customer was sent a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to deliver defibrillation therapy. In this state the device would be inoperable and defibrillation therapy would not be available if needed. In addition it was observed that the device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.